Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that non-sustained lead noise due to post-paced t wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were made and resolved the oversensing. Patient is doing well.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net, post-paced t-wave oversensing was observed. The patient did not receive inappropriate therapy. The oversensing was noted on a stored egm. The device was reprogrammed.